Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced diabetic ketoacidosis while on insulin pump therapy with blood glucose measuring =500 mg/dl with moderate ketones, dehydration and aesthesis. The patient was reportedly hospitalized and insulin pump therapy was discontinued. The patient was provided treatment to include insulin via injection. The patient reportedly resumed insulin pump therapy after the insulin pump was replaced. The reporter alleged the patient programmed a correction bolus of approximately 15 units that was not recorded in the bolus history. Troubleshooting completed by animas customer support revealed basal delivery totals in the total daily doses matched the active basal program, the basal history matched the active basal program settings and the bolus totals matched on review of the bolus history for up to three days. However, boluses are not recorded correctly per the user; missing bolus records. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a pump history/settings issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-sep-2018 with the following findings: a review of the black box showed an unexplained power on reset event. The pump was powered back on but deliveries were never resumed. The black box also showed a call service 175 alarm indicating the user attempted to edit the basal rate but did not select save. The bolus history showed two bolus manually programmed and fully delivered. The last delivered bolus was a 10.05 unit normal bolus. During investigation, a manually 10 unit bolus and a manual 10 unit audio bolus were performed successfully. Both boluses were accurately recorded in the pump history. The bolus history was found to be recording properly. No hypersensitive keys were observed on the keypad. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was exercised for 12 hours with a 2.0 unit per hour basal rate. At the end of testing the basal history correctly showed 2.0 units and the total daily doses showed 24.0 units. The alleged basal history recording defect was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.